Event description:
It was reported that the device would not operate on ac power. There was no pt use associated with this event.

Manufacturer narrative:
The hosp's biomedical engineering staff confirmed that the device's power supply was replaced, resolving the issue. The device was placed back in service. The replaced power supply will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.